Event description:
The physician reported that the patient's posterior capsule tore during routine cataract surgery with intraocular lens implant.

Manufacturer narrative:
The intraocular lens was received stuck in a non-validated insertion device manufactured by another company. The relationship of this device to the event is not known. While we are not able to definitively determine the cause of this adverse event, our observation reasonably suggests it is not related to the manufacture of the iol. The device met all manufacturing specifications prior to release.